Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The pt had been transferred emergently from another facility and presented with a type b dissection and mesenteric ischemia.

Event description:
On (B)(6) 2008, the pt had been transferred emergently from another facility and presented with a type b dissection and mesenteric ischemia. The pt was severely acidotic and continued to experienced a drop in blood pressure. After the gore tag endoprosthesis was implanted, colo-rectal surgery was initiated and further ischemia was appreciated. The pt was closed and the family requested comfort measures be under taken.